Event description:
It was reported that the device triggered elective replacement indicator (eri) and soon went to end of life (eol). Possible high battery impedance is suspected. The patient was very angry that the device was at eri. The device was explanted and replaced. There were no reported patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.